Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "blockage detected" error message. Patient checked the tubing and did not see any visible blocks or kinks. Troubleshooting was performed. The patient felt they were receiving too much remodulin. This was a continuous infusion. Set flow rate and volume delivered were unknown. Sq remodulin. There was a medical intervention provided; the pump rate lowered temporarily. The patient had a backup product they were able to switch to. The patient was able to successfully continue their therapy. The suspected product with a strength of 10mg/ml, dose or amount of 150.2ng/kg/min, frequency was continuous, and the route was sq. Dates of use from(B)(6)2022 and ongoing. Diagnoses for use is pah. The concomitant medical products involved were tadalafil, winrevair sdv, ambrisentan, and remodulin mdv (pap). There was patient involvement and harm/adverse event reported.